Manufacturer narrative:
The pod was received with the formed needle visible in the exposed portion of the soft cannula. Upon opening the device it was found that the formed needle was unseated from the slide retract. Damages were observed slide retract indicating that the formed needle was incorrectly installed into the slide retract. This incorrect installation resulted in the formed needle becoming unseated during needle mechanism deployment, preventing the formed needle from retracting after deployment. The exposed needle is also the cause of the reported pain.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported while a patient had been wearing a pod between 36 and 48 hours they had felt pain at the pod infusion site. Upon removal of the pod from the infusion site it was discovered that the needle had not retracted upon initial activation. The patients reported blood glucose level was between 100 mg/dl and 250 mg/dl.